Event description:
During surgery (breast lumpectomy and lymph node biopsy) the surgeon took the clip applier off the surgical field and tested it, where it did not fire. Surgical tech, stated that the clip applier did not fire correctly for her. It seemed to be holding the clips very loosely and they would shift in the holder and when the handle was squeezed it could not approximate much like a common office stapler with a staple that is not straight inside of the mechanism that pushes the stapler out. The device was not used on the patient. Another one with the same lot was used without any problem.====================== health professional's impression======================failed to fire.====================== manufacturer response for medium clip applier, ligaclip mca multiple clip applier/ 29.2======================he will ship me a box to return the device. Needs to be evaluated.